Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The lot number is unknown therefore a batch review was not performed. The root cause of the air was undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with air in the tubing while using the homechoice (hc). The caregiver stated that after therapy last night, he noticed a lot of air pockets in the line from the cassette to the heater bag and wanted to know if it was something to be concerned about. Gts asked the caregiver if he saw any air in the line during the patient's therapy and he said no. Gts explained the need to watch for air pockets during therapy. No injury or medical intervention was reported.